Event description:
It was reported the patient had a urinary tract infection and lower abdominal pain. It was noted the patient was prescribed dilaudid 2mg IV, zofran 4mg IV, levaquin 7.5 mg po, macrobid 100mg po, zofran 8mg po, and zofran 2 gm IV. It was reported the patient¿s symptoms resolved without sequelae on 2010-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v177509, implanted: 2008-(B)(6), product type lead, product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4).